Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 10 minutes: 220 mg/dl (active meter) and 90 mg/dl (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).